Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the "foreign material on air/water channel" event, is likely the following led to the malfunction: products that contain silicone can cause deposits of white foreign material if the customer used them, there was risk that foreign material remained in the channel. For the "lens glue chipped and defective thread on distal end" event, based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on air/water channel, lens glue chipped and defective thread on distal end. There was no patient involvement.